Event description:
Patient was treated on 2005. Immediately post treatment the patient developed three-square shaped burns on the right side of neck. The following day it was noticed that the patient had edema and nodules on the jowl. The doctor prescribed oral antibiotics for the condition. In 2005, two of the three burns had resolved by mid april 2005. The third burn did not resolve and stayed as an open wound. The open wound was corrected by placing one stitch to close the wound.